Event description:
It was reported that the patient was revised due to loosening. Prior to the revision, the patient experienced a fall and pain afterwards.

Manufacturer narrative:
Device history records were reviewed and no deviations or anomalies were found. These devices are used for treatment. A field action was conducted on 02/19/2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. This field action has been reported to the FDA under 1822565-02-10-2015-002-r. The device in question was implanted prior to this field action. FDA recall z-1266-2015 contains the related tibial lot number. The package insert states that "loosening of the prosthetic knee components" is an adverse effect. This is therefore a known inherent risk of the procedure. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. It is likely that the patient's fall resulted in the loosening of the porous tibial component, but a definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was rec'd from a consumer who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. The primary surgical notes state that the patient, with clinical evidence of obesity (bmi of (B)(6)), underwent right tka due to advanced degenerative joint disease affecting the patellofemoral compartment and the medial compartment with angular deformity. Osteophytes were removed from the femur and patella and standard bony resections were completed. With the provisionals in place there was no instability at 0, 30, 30, 90, 120 degrees with varus valgus stress, anterior posterior drawer; the patella tracked well within the midline. After final irrigation and debridement were carried out, the tibial and femoral components were press fit and the patella was cemented in place. Excess cement was removed after it was cured and hardened, and the range of motion checks were performed with satisfactory stability achieved. The final articular surface was implemented and final range of motion checks were performed. No complications were noted. The revision surgical notes state that the patient underwent right tka revision due to pain, discomfort and probable loosening after a fall post-surgery during the perioperative period. Prior to the fall, the patient was getting along extremely well. The patient fell and landed forcibly onto the area of the tibia. There was no radiographic signs of fracture but a little bit of lucency surrounding the tibial component. Intra-operatively the tibial tray was found to be firmly anchored. The pegs were transected with osteotomes to remove the tibial tray. The femoral component had to be removed despite being firmly fixed in order to better revise the tibia. DHR was reviewed and no discrepancies were found. Based on the facts that the patient was doing well before the fall and that the tibial component was found well fixed during the revision surgery, the patient accident is considered to be the root cause of the issue, as it was previously concluded. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.